Manufacturer narrative:
(B)(4). On (B)(6) 2013 the device was evaluated by a ssu technician and the sensor panel was replaced with a retrofit sensor panel serial number (B)(4). The device was tested to factory specifications and passed all tests. (B)(4).

Event description:
On (B)(6) 2013, at maquet medical system service, (B)(4) during the testing of cardiohelp unit (article number 701048012; serial number (B)(4)), the technician received a "battery 2 needs service" error. The unit had been returned from the customer after reporting a "battery defective" error message (refer to complaint (B)(4) for this first reported event). On (B)(6) 2013, a new cardiohelp sensor panel was installed on the unit to correct the problem. (B)(4).